Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken from the proximal pierced hole. Also, it was kinked. These findings are consistent with the findings when the device was observed under magnification. Additionally, the ends of the broken cutting wire were blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11 (correction): block h6 (device codes) has been corrected.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct and papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The endoscope was introduced into the patient and reached the papilla of vater. Contrast medium was injected and cholangioscopy was then performed. A stone approximately 13cm was found. The ultratome xl was then used to perform sphincterotomy. During the first attempt, the cutting wire broke, and no part of the cutting wire detached and fell into the patient. A second ultratome xl was used which worked correctly with no device deficiency. The procedure was rescheduled as it prevented from recannulation and could not be resolved due to the edema of the papilla. The device did not cause the edema of the papilla, but it was reported that it was due to the manipulation of the papilla when cannulation was being attempted. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct and papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The endoscope was introduced into the patient and reached the papilla of vater. Contrast medium was injected and cholangioscopy was then performed. A stone approximately 13cm was found. The ultratome xl was then used to perform sphincterotomy. During the first attempt, the cutting wire broke, and no part of the cutting wire detached and fell into the patient. A second ultratome xl was used which worked correctly with no device deficiency. The procedure was rescheduled as it prevented from recannulation and could not be resolved due to the edema of the papilla. The device did not cause the edema of the papilla, but it was reported that it was due to the manipulation of the papilla when cannulation was being attempted. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
(B)(6). (B)(4).